Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device impactor was dropped where the battery attaches and the battery could not be locked due to the broken off part - cracked housing. The device battery connection terminal housing was out of position and bent. It was also observed that the device did not operate because the battery pack could not be engaged due to the cracked housing. The device also failed visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper handling due to the battery connection terminal housing being out of position and bent which is consistent with the device being dropped. The IFU states the following regarding the reported issue that was observed by the user or customer: do not use excessive force, always maintain a firm grip on the surgical impactor and accessories to prevent damage due to dropping and do not strike the device with a mallet or any other instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Reporter address was unknown, the contact provided was a company representative.

Event description:
It was reported that after a surgical procedure, it was observed that the kincise automated surgical impactor device would not lock the battery in place because a part was broken off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.